Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 89 mg/dl at the time of the incident. The customer was doing yard work at the time of the low incident. The customer was at 440 mg/dl at the time of the call. The customer was given intravenous fluids to treat the low and used the pump to treat the high. The customer experienced symptoms such as loss of consciousness. The customer was / was not wearing the insulin pump during the incident. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was hospitalized and needed to turn off the pump. The insulin pump will not be returned for analysis.